Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the luer lock. Customer's blood glucose (bg) level was above 240 mg/dl. Reportedly, the air bubble was cleared and the customer was reconnected to the infusion set. Bg level was corrected with the pump.